Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158497.

Event description:
It was reported the patient is unable to set the ipg to MRI mode due to high impedance. Surgical intervention may be pending to address the issue. Note: it is unknown which lead is related to this issue.

Event description:
Additional information was received wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.